Manufacturer narrative:
The product was returned for analysis. The lens was returned in a specimen container. Solution is dried on the lens. The optic is cut in half, the optic also has additional cuts and scratches. One haptic is broken/torn and is returned. The lens was sterilized and measured by r&d engineer (odonosh3) in r&d pilot line and was confirmed not matching the model and dioptre than stated on the label. Photo shows implanted iol. 3 dots are visible on the iol optic at the gusset location. Toric marks confirmed. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced a significant myopic refractive outcome, specifically -8.00 spherical (sph) and -1.25 cylindrical (cyl), which was not the intended result. Importantly, the surgery itself was uncomplicated, and the post-operative examination did not reveal any notable issues. The planned iol power for the patient was 16.0, with a target refraction of plano (zero spherical correction) for distance vision. To investigate the unexpected refractive outcome, two separate iol calculations were performed using different devices, both of which confirmed similar axial lengths of approximately 24mm. Moreover, the keratometry readings obtained were consistent with the corneal topography. Additional information has been received and stated that the patient was high myopic surprise from a lens. Preoperatively, surgeon have performed two separate iol calcs from two separate machines, which confirmed consistent axial lengths in the 24mm range, and consistent keratometry that matched a corneal topography. Surgeon chosen a toric iol for distance. The surgery was uncomplicated, and the postoperative exam was also unremarkable with the iol in the bag. The lens sticker is confirmed to be a target for distance (16.00d ). The postop refractive result = -8.00 sph -1.25 cyl = 20/25. Surgeon confirmed this with a retinoscopy. Surgeon only conclusion is that the lens was manufactured poorly or there is an erroneous lens placed inside the packaging. The amount of refractive error would require an axial length or other calcs to be off by whole millimeters. Nor would a flipped toric cause this. Since there is no other pathology, surgeon cannot think of an intraocular cause for this as well. Lens was replaced with another company lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).